Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported that the patient experienced discomfort at their ipg site. As a result, the patient underwent surgical intervention to have their ipg relocated. The issue has been resolved.